Manufacturer narrative:
Follow up # 1 date of submission 1/05/2017.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Of any deficiency in the performance of the device.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. Reportedly, the pump had intermittent power, there was a crack on the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.